Event description:
In 2009, a pt was implanted with a 12 x 15 piece of veritas tissue for treatment of a ventral hernia. Primary closure was used as much as possible, but the repair was completed using a bridging technique. A #1 prolene suture was used in the procedure. There was adequate coverage of the defect with veritas and the pt was placed in a binder after surgery. At an unspecified time following implant of the veritas patch, the pt presented with a "bulge" in the ventral aspect of her abdomen and CT imaging detected the absence of the veritas patch. The following month, the pt returned to the operating room for repair of the re-herniation. Upon opening the pt, the physician noted a very thin film, which was assumed to be the veritas patch. The bowel was visible through the thin film, and peristalsis activity was noted. The veritas was present in small amounts around the edge by the suture. There was no disruption of the implant. The physician repaired the hernia with a 12 x 15 piece of veritas to complete the procedure.

Manufacturer narrative:
No product was returned for eval. According to the device history record, the device met spec at the time of manufacture.